Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The surgeon was using the applier in a robotics case and the jaws would no longer open and close. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4) the DHR for the instrument in question, was reviewed and found completely without any irregularities. This instrument was manufactured at the (B)(4) facility as part of a (B)(4) lot in may of 2016. The returned instrument was evaluated and found that the knob and tube assembly move freely back and forth when the handle is squeezed indicating the retaining ring (B)(4) which holds the knob and tube assembly to the handle has been popped out of its groove thus validating the complaint. Further evaluation revealed that the front groove wall of the (B)(4) proximal handle was rounded over and the (B)(4) retaining ring was sprung open and twisted which suggests excessive force has been supplied to the device. Parts were 100% visually inspected and function tested at the (B)(4) facility before instruments were sent to customer. No irregularities were found and or reported at the time of inspection and assembly of the product, as this is a standardized process for all instruments manufactured at this facility. We are unable to determine how this instrument has been stored, handled and cleaned by the end users facility. At other remarks: this time it is undetermined as to what caused the shaft and knob assembly to become loose from the handle but mishandling during use or cleaning at the customer's facility is suspected. No corrective action required. Per FDA guidelines for manufacturers which state: "manufacturers are required to report to the FDA when they learn that any of their devices may have caused or contributed to a death or serious injury. Manufacturers must also report to the FDA when they become aware that their device has malfunctioned and would be likely to cause or contribute to a death or serious injury if the malfunction were to recur." This incident is not reportable at this time with the information provided.

Event description:
The surgeon was using the applier in a robotics case and the jaws would no longer open and close. The patient's condition was reported as fine.